Manufacturer narrative:
Additional information: b5 and b6 b5: it was reported during follow up that the patient has recovered from the event. Treatments were ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis that was manifested by abdominal pain the cause was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, intraperitoneal and every 5 days), meropenem injection (1 gram, intraperitoneal and once daily) and amikacin injection (125 mg , intraperitoneal and once daily) for peritonitis. All antibiotic treatments were ongoing. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.